Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrate bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Per failure analysis, the instrument was found to have a broken grip at the grip base. A piece, approximately 0.19" x 0.56", was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during central processing there was an issue with the tip of the fenestrate bipolar forceps. There was no report of patient involvement.